Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture¿. This record is for the left side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture; "abnormal fluid retention". Additional, changed, and/or corrected data: a2, b3, b5, b6, d4, d9, e1, g2, h3, h4, h6, h11.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported left side "multiple masses" and "abnormal fluid retention was accidentally observed around the left breast prosthesis". Device was explanted and replaced with a non-abbvie device. Capsulectomy was performed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed broken device assessed as surgical damage and a missing piece of shell assessed as inconclusive. As per the investigation procedure observed creases completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported left side "multiple masses" and "abnormal fluid retention was accidentally observed around the left breast prosthesis". Device was explanted and replaced with a non-abbvie device. Capsulectomy was performed.